Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that customer requested assistance through phone call during the use of cardiosave intra aortic balloon pump, after 4hours of open heart surgery, a screenshot of the iabp monitor revealed the pump was in auto-mode, in a frequency of 1:2 with a significant amount of ECG artifact. A printed strip while in 1:2, revealed that timing was appropriate. The customer wanted to change the inflation timing. Then the customer was advised to change the ECG patches, placing the dioppler gel on the back of each electrode then positioning them more anterior to "hug the heart" to increase conduction and remove the ECG artifact. Then the frequency was switched back to 1:1 frequency after changing out the electrodes. A second screenshot of the iabp monitor revealed an appropriate ECG waveform without artifact, appropriate waveforms and blood pressure indices. There was no patient harm or injury.

Manufacturer narrative:
Correction section: h11. Upon further review it was determined that the reported event was not a malfunction of the device and therefore the event is a non-reportable to the FDA. Please cancel in your database. ¿unable to update timing¿ alarm is not indicative of a malfunction of the pump or balloon and is a low priority alarm that indicates operator awareness is required to resolve one of the potential following causes affecting the pump¿s ability to time inflation/deflation, such as poor quality of the ECG or arterial pressure waveforms, the patient¿s heart rate is too fast (greater than 150bpm) or too slow (less than 130bpm), or there is poor diastolic augmentation due to the patient¿s poor hemodynamic status. Pumping is not affected by the alarm, as the pump applies conservative timing rules, and increases frequency of attempts to update timing. The alarm will resolve upon completion of successful timing update. The recommended action is for the user to check integrity of pressure inputs and ECG cable/lead connections, and then switch the operation mode from auto to semi auto if needed, where the user is able to manually select the trigger and lead source and set initial timing and make adjustments.